Event description:
Medtronic received additional information via literature regarding this (B)(6) female patient who presented with progressive dyspnea on exertion, lower limb edema, and nyha iii heart failure. In addition to the surgical aortic valve replacement, the patient had a history of cardiac arrest with permanent pacemaker implantation and percutaneous coronary intervention (pci) of the right coronary artery (rca) seven years prior, and myocardial revascularization surgery (graft for rca) in five years prior due to rca intra-stent restenosis (isr) with refractory ischemia and chronic kidney disease. Due to the multiple comorbidities, the heart team decided to perform valve-in-valve (viv) with a transcatheter aortic valve implant (tavi).

Manufacturer narrative:
Citation: dallan lap et al. Predicted coronary occlusion and impella salvage during valve-in-valve transcatheter aortic valve replacement. Cardiovasc revasc med. 2019 mar 29. Pii: s1553-8389(19)30223-4. Doi: 10.1016/j.carrev.2019.03.019. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the common probable cause for stenosis is due to pannus overgrowth. This finding is generally considered a patient-related condition. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 18 years and 8 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis. No additional adverse patient effects were reported.